Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day, the patient was hospitalized for the peritonitis event. On the same day the patient started treatment with intraperitoneal (ip) vancomycin 2 grams (g) per day, ip ceftazidime 1g per day, for three days and oral fluconazole 100 milligrams (mg) per day for the peritonitis. It was reported the patient received vancomycin the following day. The patient was discharged three days after admission, maintaining antibiotherapy with vancomycin and fluconazole, as it was reported the patient received treatment with vancomycin again four days after discharge. Extraneal and physioneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with pd therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported fifteen days prior to the receipt of this report, the patient received a dose of intraperitoneal vancomycin (2g per day) for peritonitis. The patient received the last dose of intraperitoneal vancomycin (2g per day) for peritonitis three days later. Four days prior to the receipt of this report, the fluconazole was discontinued. That same day, the patient recovered from the peritonitis event. On an unknown date, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.